Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of a descending aorta aneurysm using gore® tag® conformable thoracic stent grafts with active control system. On (B)(6) 2023, a reintervention was performed to treat an aorta dissection. The patient tolerated the procedure (this information has been already reported to FDA, manufacturer report number # 2017233-2023-03832). On unknown date, around august, it was determined that the patient had consumption coagulopathy and/or disseminated intravascular coagulation due to a distal type I endoleak. It was reported that there was no connection between the endoleak and the dissection and the reintervention performed to treat dissection on (B)(6) 2023. On (B)(6) 2023, a reintervention was performed, an additional stent graft was placed distally, and the celiac artery coil embolization was performed to fix the gap between the stent graft and aorta wall. The endoleak was resolved. The patient tolerated the procedure. No aneurysm enlargement was reportedly observed. The cause of the distal type I endoleak remains unknown.

Manufacturer narrative:
H6: code c20- a review of the manufacturing records for the device is going to be conducted. The investigation is in process. The device remain implanted and is not available for analysis. The cause of the distal type I endoleak remains unknown. Please note that the dissection and the reintervention on (B)(6) 2023 has been already reported to FDA, manufacturer report number # 2017233-2023-03832. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the devices verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. The cause of the distal type I endoleak remains unknown. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to endoleak and reoperation. Please note that the dissection, health complications and the reintervention on (B)(6) 2023 have been already reported to FDA, manufacturer report number # 2017233-2023-03832.